Event description:
Information received notes that the device was pacing asynchronously at 50 ppm. When the programmer wand was placed over the device, it functioned in vvi mode. A micro- processor download was performed and verified but, after reprogramming, the device continued to pace asynchronously. The patient was supported by her own intrinsic rhythm and since she had cancer, the physician elected to leave the device implanted. Normal follow-up protocol will continue.